Event description:
It was reported that when they opened the sterile package during pre-op set up, there was a hole in the tyvek. This created an unsterile environment for use. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 05/28/2009. Information anticipated, but unavailable at this time.